Event description:
On (B)(6), 2009, the pt was implanted with three gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B)(6), 2011, the pt underwent a f/u computed tomography which revealed a distal type I endoleak with aneurysm growth of 1 cm. On (B)(6), 2011, the pt underwent reintervention where two additional gore excluder aaa endoprostheses were implanted. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specifications.